Event description:
It was reported that the patient experienced intermittent stimulation. The implantable neuro stimulator (ins) had been unexpectedly "cutting on and cutting off for 2 to 3 weeks." When the ins cut back on the patient experienced a shocking sensation. There was no known accident or incident, and no bending or twisting, related to the complaint. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3586, serial# (B)(4), implanted: 1997 (B)(6), explanted. Extension: model 3708340, serial# (B)(4), implanted: 2006 (B)(6), explanted: unknown. Extension: model 3708340, serial# (B)(6), implanted: 2006 (B)(6), explanted: unknown.